Manufacturer narrative:
Devices met specifications, no root cause found. Surgeon believes an accident/trauma the patient experienced after the surgery could be a causal factor. Plate still implanted.

Event description:
Patient presented with infection on right mandible on (B)(6) 2022.